Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #511c19. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned sample revealed that one cecr60w cartridge was returned inside its opened package; no defects were found on the packages. The seal area was examined and it was noted that both integrity and width were in good condition. In addition, photos were provided and they showed the packaging of the returned reload. A note was written on the returned packaging, records the reload was polluted before use. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the packaging was alread opened, no apparent damage was found on the packaging and the seal area was as expected. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the device lot e23070043, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric cancer surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.